Event description:
A malfunction on the pump was reported, with code malf 6 displayed. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which they understood.